Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving her inaccurate high readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time at the end of (B)(6) 2012 or at the beginning of (B)(6) 2012, between 10:30pm and 11:00pm, she reported a blood glucose result of ''599mg/dl'' with the subject meter and a reading of ''182mg/dl'' on an advocate talking meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with insulin, 5 units of humalog, took her usual dosage of medication in response to the reported issue. Twenty to twenty-five minutes after the alleged issue occurred, the patient claimed to have developed symptoms of ''repeating words and feeling cold'' and shortly after, self treated with glucose tablets/gel in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that there were no test strips or control solution available. Replacement products have been sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k073231.